Event description:
It was reported the programmer was unable to interrogate devices despite new programming head and multiple repair disk runs. The programmer was returned for repair. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) both keyboard hinges are broken. Keyboard slide plate is missing. (B)(4) rf (radio frequency) head intermittently interrogates devices and failed all uplink amplitude tests; rf cable found out of electrical specification. Lens of rf head is cracked. Rubber portion or the rf head label is missing.